Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The exposed svc coil of the lead became extrinsically distorted due to pulling/ stretching/overstress. Visual summary analysis of the lead indicated damage at implant. Concomitant products: 507652 lead implanted: (B)(6) 2009; 507645 lead implanted: (B)(6) 2011.

Event description:
It was reported that the patient's right ventricular (rv) lead was attempted but not used during implant. It was noted that the lead was damaged during implant attempt. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.